Event description:
It was reported the customer attempted to progress guidewire through needle, felt resistance ¿ could not pull guidewire back out. Removed both & then noticed damage to guidewire.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx3518 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed but the exact cause remains unknown. Two photo samples of a guidewire were provided for evaluation. The first photo shows the distal section of the guidewire. A section of the coil wire appears to be unraveled and frayed. The second photo shows a closer view of the guidewire damage. Blood residue is present on the frayed coil wire. Based on the description of the reported event, possible contributing factors include retraction of the guidewire against the needle bevel and guidewire kink. The product instructions for use (IFU) states, "caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." Since damage to the coil wire was observed, the complaint is confirmed but the exact factors remain unknown.

Event description:
It was reported the customer attempted to progress guidewire through needle, felt resistance ¿ could not pull guidewire back out. Removed both & then noticed damage to guidewire.